Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited t wave oversensing. Programming changes were made. The patient was stable throughout.